Event description:
It was reported that during a laparoscopic cholecystectomy procedure, during the first firing using a white cartridge, the device was closed on the cystic duct. The dark gray handle was used to fire the device and a noise was heard. The device would not open after firing and the device was excised from the gall bladder. The contents of the gall bladder spilled into the abdomen of the patient. The procedure was completed by hand sewing the cystic duct. The procedure was prolonged by an hour. There was no patient consequence reported at this time.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the post-operative care changed for the patient as a result of the event or prolonged surgery time? Not to my knowledge but the case took an hour longer to complete according to the surgeon. The patient is doing fine this morning.